Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display and battery out limit alarm from the insulin pump. The customer's blood glucose level was 88 mg/dl. The customer stated that the pump alarmed after battery change. The customer checked the alarm history and there were multiple batteries out limit alarms when batteries were out of the pump for less than one minute. Customer also stated that he had issue with improper delivery. The customer stated that the battery cap was not damaged or corroded. The customer was advised to monitor the pump and call if issues recur.